Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient began showing low flows on (B)(6) 2025; it was noted that the patient had a history of low flow alarms. The suffered a stroke on (B)(6) 2025. A head computed tomography (CT) was performed and the stroke was diagnosed as an ischemic stroke. No changes that may have contributed to the patient condition or anticoagulation status were noted. The patient experienced unresponsiveness, had to be intubated and suffered severe brain damage. There was no neurological intervention performed since the patient was do not resuscitate (dnr) and there would be no escalation of care. Log files were sent for evaluation and revealed low power hazards, power cable disconnects and no external power alarms on (B)(6) 2025 at approximately 9:14am while tethered on the mobile power unit (mpu). The alarms appeared to have been caused by power to the mpu being briefly interrupted, but whether there were any environmental circumstances that affected ac power at the time of the event was unknown. There did not appear to have been any interruption in pump support. Additionally, the log files discovered low power advisory(s) on (B)(6) 2025 at approximately 8:46pm due to normal battery depletion. Multiple strings of low flow flags and other low flows events that did not persist long enough to activate an alarm on 21mar2025 were captured, which seemed to have been physiological in nature where the low flow estimator dropped below 2.5 liters per minute. The site did not identify a cause for the low flows. The pump appeared to have seen a reduction in blood volume. The reported events did not appear to have been the cause of any type of mechanical circulatory support (mcs) equipment issues. The low flow events seemed to have been a patient related issue and not an equipment related issue. There were no other unusual events seen within the log files. On (b)(60 2025, the patient underwent cardiac arrest and passed away. Whether the outcome was device or therapy related was not provided by the customer. An autopsy would not be performed. The pump was not explanted. The mcs equipment seemed to have operated as expected, and the mpu would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of (B)(6) 2025 was reviewed. The log file captured low voltage hazard escalating to a no external power alarm on (B)(6) 2025 from 09:14:28 - 09:14:37 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Requested additional information relating to the mpu's serial number, v-lock connector on the ac power cord, and environmental circumstances that would have affected ac power at the time of the event was unknown. The root cause of the reported event could not be conclusively determined through this analysis. No lot or serial number for the mobile power unit was provided by the customer to perform a device history record review. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.